Manufacturer narrative:
Follow-up #1: date of submission 06/26/2015 device evaluation: the device has been returned and evaluated by product analysis on 06/10/2015 with the following findings: the battery compartment threads were stripped and it was difficult attaching the returned battery cap. The battery compartment was also found to have cracks. The returned battery cap was damaged.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery cap and compartment were cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.